Event description:
A report was received from a baxter rep that the coordinator of the open heart intensive care unit at the facility, stated that if the pump is bumped, it gives the patient a bolus of medication. The facility noted three incidents and three pumps (report numbers 6000001-2007-04907 and 6000001-2007-04908) infusing dopamine or levophed where it was noticed because the patients experienced a drop in blood pressure whenever the pump is bumped, and reportedly this could happen if too much medication is received. The pump is used for microdosing (highly concentrated drugs used, giving small amounts of fluids slow) to heart patients in the intensive care unit. The coordinator said that the she has watched the nurses administer these drugs to the patients via the pump, and the setup is correct. However, because the drugs are so concentrated, and small variance will make the patient¿s pressure drop. An example she gave was when the syringe needs to be changed, because it is empty, the line is clamped for the change, and the patient is not receiving the medication for two minutes and their pressure drops. Another example is when the line is clamped for any reason, and then restarted, the patients pressure drops, because the drug is so concentrated and they are getting it fast instead of a little at a time. Reportedly the medications often administered are dopamine and levophed, concentrations and dosages not provided. Reportedly the coordinator stated a different pump should be used, where changes don¿t have to occur as often, as the patient receives these medications continuously for 12-24 hours. No patient injury occurs with this, but when this is found, a bolus of fluid is given to the patient by the nurse, and their pressure goes back to normal.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA mar 09, 2007. Evaluation summary: evaluation was completed and the customer's reported condition of over delivery when pump bumped was not confirmed. The pump was under delivering nominally at low rate setting but found to still be within specifications. This is caused by a malfunction in the mechanism assembly. Could not confirm extra infusion when pump is bumped. The mechanism assembly and rear housing were replaced. Baxter representatives went on site to the facility 03/08/2007 to meet with the intensive care coordinator who stated she is not reporting a problem with the pump, as that it is more of an issue of utilizing this particular pump while infusion medications which are highly concentrated in the intensive care unit.

Manufacturer narrative:
Additional testing was performed on the pump in the baxter product analysis lab (pal). Initial testing of the device found that it delivered within specifications. Additional testing had shown that when an external force is applied momentarily to the plunger holder, the device gives more medication than intended.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 29 2007.additional information was received from the baxter clinical affairs nurse whom had gone on-site 03/08/07:"all of these drips were being transferred with the patients from the or to the ICU. Nipride 1mg/mlnitroglycerine 1mg/mlamicar 1mg/mldobutrex (dobutamine) 5mg/mldiprivan 10mg/mlthe critical care nurses had stated that due to movement (turning patient side to side) or just bumping the device when working at the bedside would give the patient "a bolus" which in turn would either increase or decrease their pressures. The nurses did not use a carrier fluid along with their drips. The staff was also having difficulty weaning patients off these drips due to the high concentrations. The recommendation was to hang new drips with standard concentrations on a large volume pump, but nurses should aspirate 20-30 ml's and flush the line with at least 10 ml's prior to infusing the new medication."